Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. (B)(4).

Event description:
It was reported that upon insertion the anchor broke. All pieces were retrieved from the patient. A backup device was used to complete the procedure without delay or patient impact.